Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of injector scratched the surface of the lens; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the lens was found to be scratched and split. Additional information was received stating while advancing the lens in the cartridge the injector scratched the service of the lens per the physician. In the surgeon¿s opinion, the product contributed to the event as he voiced that it was a thick lens and hard to load. There was no patient harm reported.